Event description:
Per the clinic, the patient developed a surgical site infection with apparent implant detachment. Subsequently, the patient was treated with local care and antibiotics (specific date, duration and type not reported), however the issue did not resolve. The device was explanted on (B)(6) 2025 and there are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.